Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced intermittent audio output alerts on the receiver and an adverse event. The patient stated that they received a low alert during dinner and ate 2 nutrition bars as a treatment decision then waited 10 minutes to see if the receiver would alert again. When the receiver did not alert, the patient decided to drive home. During the drive home, the receiver did not alert the patient and the patient experienced a low and passed out, causing the patient's vehicle to hit two parked vehicles. It was indicated that the patient suffered a broken nose from the steering wheel and the front of their face/head had a laceration from the windshield. The patient was found by the police and was taken to the hospital via ambulance. The patient stated that the paramedics advised him that his blood glucose (bg) was at 26mg/dl at the time of event and provided the patient with an intravenous (IV) glucose therapy to boost his sugar levels. When the patient arrived at the hospital, a chest x-ray was performed as well as a cat scan. Additionally, the patient had the laceration on his face stitched. The patient was given a frozen dinner mean to boost his bg levels and was released from the hospital on (B)(6) 2017 at 1:00am, once his levels were above 200 mg/dl. At the time of contact, the patient was in good health. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.